Manufacturer narrative:
B3: the event occurred on an unknown date reported as "the other day". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient presented to the emergency room; however, the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing) for the event. The patient outcome was reported as "no longer have the symptoms". Action taken with pd therapy was not reported. No additional information is available.